Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported, possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the possible lots for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: 2017-104900

Event description:
An ophthalmologist reported that two knives were dull during cataract surgeries performed during the last month, unspecified. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that alternate knives were obtained in order to complete the procedures. There was no patient harm experienced.